Event description:
The customer reported that upon power up, the device displays defib failure cycle power with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction defib failure cycle power device operation is halted. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that upon power up the device displays defib failure cycle power with error code 01000. After displaying error code 01000 (defib biphase error) and the message / instruction defib failure cycle power device operation is halted. There was no report of pt involvement or adverse pt impact. The device was evaluated by the philips field service engineer and the stated problem was confirmed. The fse replaced the power pca and control pca to resolve this issue. The device passed testing and was returned to the customer. This was a device malfunction. We cannot determine the cause since multiple parts were replaced. See scanned page.